Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker further evaluated this event and was unable to verify the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported issue could not be determined.